Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: degradation problem led to; connecting tube had coating peeling of 1mm2 or more, adhesive around light guide lens was peeled off, and adhesive around objective lens was peeled off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of tracheal intubation fiberscope, the connecting tube had coating peeling of 1mm2 or more, adhesive around objective lens was peeled off, and adhesive around lg lens was peeled off were found. There was no patient involvement.